Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurately high as compared to his usual readings/feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 7pm. He stated he tested on the subject meter and obtained a result of "199 mg/dl." He reportedly took his insulin (unknown type/dose) based on the meter reading and claimed approximately 1 hour later he developed symptoms of "shaking and drowsiness." The patient self-treated with food/drink (unknown type) at approximately 8pm at the onset of his symptoms and retested using another meter (freestyle) at approximately 9pm and reported values of "139, 149mg/dl." At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient does not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k021819.